Event description:
Pt had bilateral knee replacement for worn cartilage. One of the components of devices was bone cement simplex-p to which pt was allergic but was unk to pt for about seven months until it was discovered in 2003. A few days after surgery pt noticed swelling in both legs, knees, feet and toes but no one could tell pt what was going on. It was when pt finally saw a specialist that it was revealed to them that they were reacting to simplex-p of the bone cement. Pt also had eczema in both legs.